Manufacturer narrative:
Analysis of the electronic data from the device shows an event recorded on (B)(6) 2019 with no shocks advised and lasting 469 seconds. The details of the event are as follows: the AED was powered on @ 10:22 utc, but the pads were not properly applied to the patient within 90 seconds of the AED being powered on and therefore, by design, the AED prompted the user "pausing for CPR", "if needed, begin CPR" to ensure the patient is being given attention. Sometime during the CPR period, the user properly placed the pads on the patient and after the two minutes of CPR had elapsed, the AED analyzed the patient. During the first analysis period @ 10:26 utc, the AED encountered a non-shockable junctional bradycardia rhythm and appropriately, a shock was neither advised nor delivered. After another 2-minute CPR period, the AED analyzed the patient and during the second analysis period @ 10:29 utc, the AED encountered a non-shockable junctional bradycardia and appropriately, a shock was neither advised nor delivered. Following the second analysis period, the pads were removed from the AED and the AED was powered off by the user. No additional event details were present. The review of the electronic data did not show any evidence of an AED malfunction - the AED appears to have functioned properly as designed. It is not known if there was a delay in therapy based on the reported user confusion, or the effect, if any, the delay had on the patient, therefore this MDR is being filed for the use error out of an abundance of caution.

Event description:
It was reported that during a rescue attempt by nurses, they were unsure of how to use the AED because they expected the AED's screen to show the patient's heart trace like a different AED that they used to use. It was also reported that emts arrived some time during the rescue and took over, the AED did not advise any shocks and the patient survived.